Event description:
Reporter initially noted 35 gaugue vitrectomy probe was not cutting and aspirating, causing peripheral breaks in retina in two cases. Additional information received noted vitreous cutter not cutting well in cut mode. Patient 1 of 2: treating retinal tear with fluid-gas exchange. Prognosis reported as good. Customer discarded probes used. Continued to use system and probes without problem.

Manufacturer narrative:
Product was not available for evaluation.